Event description:
An eye care professional reported that a pt experienced a peripheral corneal ulcer, right eye, with infiltrates and iritis associated with use of clear care lens care solution and wear of o2optix custom contact lenses. Event treated with vigamox. Culture performed. The pt has previous history of many ulcers and infections, bilaterally, over the years with other unspecified contact lenses as well, all of which were attributed to her work environment as an archivist (dusty environment) by the ecp. Request has been made for additional information, however, no further information has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectious corneal ulcer." As there was no product returned or lot number provided, no detailed investigation can be performed.